Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection at the lead incision site during the trial. The leads were removed and the patient was given antibiotics. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient has recovered without sequelae and wants a permanent implant.